Event description:
The customer reported that the system displayed a failed to charge error during boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the printed circuit board charger and the power cap module and calibrated the c-ram. The system was tested and found to be working as intended and put back in service.